Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that the patient underwent a successful endometrial ablation on (B)(6) 2020. It was reported that the patient was doing well post-ablation. On (B)(6), the patient went to take a nap. Her husband went to check on her and the patient was found to be deceased. Attempts to gather additional information have been unsuccessful. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Upon inspection, the external sheath has two divots in the sheath as reported. The device is packaged and shipped with the array retracted into the external sheath which provides protection to the flexures, ribbon, and array material before use. If the sheath was deformed, prior to ship the cervical collar would not fit into the sheath, preventing packaging of the device. The device successfully passed cavity integrity assessment, ablation, and deployment block testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended.